Event description:
The customer reported the monitor had an inop message of "loudspeaker error." The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.